Event description:
It was reported that the biorci screw head suddenly broke while tightening the screw, all pieces of the screw were removed from the patient. A backup device was used to complete the procedure. No delay, no additional bone holes required, or patient injury was reported.

Manufacturer narrative:
One 8x25 mm biorci screw was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. The distal threads have broken off and were not returned for examination. Dimensional assessment of the screws major diameter was performed and found to meet print specification. Clinical details were provided that the tunnel was 2mm smaller than the screw. Per the device IFU ¿choose an appropriate size biorci screw¿. This investigation could not identify any evidence of product contribution to the reported complaint. A review of the device history record was performed which confirmed no inconsistencies. Further investigation is not warranted at this time.